Event description:
Md report to sales rep: pt complained on pain, and had a hernia recurrence. During surgical procedure, surgeon noted the ring of the mesh was sticking out at a point/broken. Mesh explanted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.